Manufacturer narrative:
The event occurred in (B)(4). This medwatch report is for the suspect device used in system 2 (lot number and expiration date unknown). Reference medwatch report with patient identifier (B)(6) for the suspect device used in system 1.

Event description:
Customer received a result of 25.1 mmol/l on aviva system 1, and a result of 5.7 mmol/l on aviva system 2 within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device.